Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the device was opened and found to have defective packaging. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual evaluation of the provided photo found the suture had been sealed in tyvek seal, which could affect the sterile barrier. However, a sterility breach could not be confirmed as the product packaging was not returned for evaluation. The device was returned for evaluation with no damage noted. Review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet control is considered non-conforming to specification. The root cause of the reported event can be attributed to a manufacturing issue. This complaint was confirmed by evaluation of the provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.